Event description:
11/23/94 - no blood return noted from port. Needle was replaced and irrigated easily, however still no blood return noted. Infusion of IV fluids continued until patient complained of pain and infusion was discontinued.11/25/94 - patient taken to radiology where fragment (5.5 inches) was removed from right atrium.12/12/94 - port removed with approximately 2.5 inches catheter attached.